Event description:
Nurse injury reported: according to the customer contact, the nurse cut their finger on the metal lock. It was reported that the chrome plating around the lock was chipped. The nurse cut their finger on the rough surface when attempting to insert the key into the lock. The nurse went to the emergency department and it was reported that 7 metal fragments were removed from the finger. It was unknown whether the cut required stitches. Though requested, there was no additional information.